Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was confirmed. The root cause was use error - patient disconnected from the set. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. A batch review could not be performed as the lot number was unknown. Similar reports have been received by baxter for the reported problem. Additional investigation is being conducted through (B)(4).

Event description:
A customer contacted baxter's technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during use. The home patient (hp) stated she was done with therapy and may have disconnected too early. The technical service representative (tsr) advised the hp to cycle power to resolve the alarm. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Product surveillance contacted the peritoneal dialysis nurse regarding the reported event. The nurse stated the home patient was doing well on therapy with no issues noted. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow up report will be sent when additional information is obtained.